Event description:
It was reported that a user with a dexcom g7 had the sensor paired to the dexcom app and reading approximately 170 mg/dl, while the ilet continued to display a pairing prompt and did not receive cgm data. Symptoms included anticipated interruption of automated insulin dosing due to lack of cgm pairing. Outcomes included notification that dosing would stop soon and indication that the cgm was not paired. Investigation included phone-based troubleshooting and user education to disable the phone¿s bluetooth temporarily, verify the pairing code, and await data transmission to the pump, with a plan to restart the ilet if data did not appear. Investigation of this case revealed an unsuccessful cgm-to-pump pairing despite a functioning sensor and app connection, consistent with a communication or pairing issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interference requiring corrective troubleshooting and potential device restart.